Event description:
It was reported that at the user facility the core universal driver has a "bad trigger" and "keeps running". No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the core universal driver has a "bad trigger" and "keeps running." No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device continuously running was not duplicated; however, the diagnostic engineer found the tps flex circuits in the motor and potted trigger assemblies were damaged, which may cause the reported event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.